Manufacturer narrative:
According to the report, a reoperation was required on a patient who received an aortic valve and conduit sg allograft eight years after implant. The surgeon stated that the allograft was very calcified and it was not an easy procedure. The surgeon expressed concern with the amount of calcification that was seen eight years post-operatively. A review of processing records indicates that the allograft met all processing specifications prior to release. The events described in the report are consistent with structural valve deterioration. Structural valve deterioration is a known potential complication of human heart valve transplantation and has been frequently reported in the literature. The precise cause of the reported event is unknown; however, calcification is a known mode of failure for human heart valve allografts. Data has shown that calcification is more likely in pediatric patients than in adults. There is no evidence to suggest that there was an intrinsic problem with the valve prior to implant. No further action is recommended at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, a reoperation was required on a patient who received an aortic valve and conduit sg allograft six years ago. The surgeon stated that the allograf was very calcified and it was not an easy procedure. The surgeon expressed concern with the amount of calcification that was seen six years post-operatively.

Manufacturer narrative:
.